Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative who indicated that the replacement has not occurred and is not scheduled. The patient was waiting on a change of insurance. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s ins was overdischarged. A recharge session was attempted, but the ins had been dead for two years. It was noted that this was the second over discharge of the ins. Three physician mode resets were attempted. The ¿incompatible ins¿ icon showed on a blue-faced and a purple-faced ins recharger (insr) after 60-minute countdowns were completed. It was recommended that the manufacturer representative attempt more physician mode resets back-to-back. No symptoms or complications were reported. Additional information was received from a manufacturer representative (rep) . It was reported that the rep attempted close to 4 physician mode resets and none were successful. No symptoms or complications were reported. Additional information was received from a manufacturer representative (rep) on 2018-aug-16. The overdischarge was not resolved. The patient elected to speak with their healthcare professional (hcp) about getting the battery replaced rather than continuing to perform physician mode resets (pmrs). No date has been set as they need to meet with the hcp first. No further complications were reported/are anticipated.